Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No cracked screen was noted.

Event description:
Customer reported he noticed about a month ago that the screen on his insulin pump might be cracked. He is not sure if it's a crack or a deep scratch. There has been no moisture damage. Customer's blood glucose is 210 mg/dl. Customer does not know how the damage occurred. He stated he is still able to read the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.